Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Parent of son/consumer reported when using the pen needles for injection, the patient end needle bends and the insulin runs down the skin. Finding 3 each on 2 different box total 6 pen needles. Caller complete the flow check before injection. Dc lot # 4086084 = 2 boxes same lot catalog# 320550 2 boxes same item # date of event unknown sample status awaiting sample.